Event description:
Spontaneous call from pt who reported both pumps alarmed with high pressure alert. She tried troubleshooting by checking for kinks/blockages in the tubing, repositioning the cassette, using the same cassette in the other pump, changing the tubing. And finally switched to a new cassette. At the time of the call, the new cassette was in the backup pump and alarm was going off. Author reached out to (B)(6) field nurse for assistance and then called the patient back to advise. Pt stated that after author got off the phone with her, the alarm stopped on its own. This morning (about 10-11 hrs after initial conversation), author called pt back to check on her. Pt stated the pump never alarmed again since it stopped. Advised her the old cassette might have been malfunctioning. She was unable to provide the lot number of the defective cassette. Cassette not available. No need for pump replacement at this time. No other information provided. Unk if her dr's aware of this event. Pt had more cassettes so she did not request replacements. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; pt had add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.